Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy, patients lead had high impedances. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein patients system was explanted to address the issue.

Manufacturer narrative:
The reported event of high impedances was confirmed. As received, use x-ray inspection and the continuity testing showed some internal wires broken was found on the returned lead.

Event description:
Additional information indicates that patients lead was fractured.